Manufacturer narrative:
Block b3: date of event: date of event was approximated to 03/01/2026 as no event date was reported. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that during procedure, the fiber was broken. The procedure was completed using another of the same device. There were no patient complications.